Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).

Event description:
The customer contact reported a separation. The male adapter of the extension set was connected to the pt's unspecified access site. An unspecified tubing set was connected to the proximal clave port of the extension set and the tubing sets were being used to deliver an unspecified solution. After an unspecified length of time in use, the customer contact reported the tubing separated from the clave port, it was reported that "a very small amount" of blood loss was noted. The extension set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.